Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, no visible defects were observed. The sample was then leak tested; no leakages were found during testing. Close attention was paid to the pump segment tubing and bonded joint area, but no leakage were observed during the testing of the returned set. Based on the investigation, the reported defect could not be observed or replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description bloodline used during blood leak to machine incident, see cir-024039. Bloodline used detailed inquiry description costumer reported blood leak to machine, see cir-024039. Costumer has double bagged and return instructions can be sent to (B)(6) isolated incident, no patient injury to report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.